Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection." A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reports having a syringe of juvéderm volift with lidocaine where the luer lock was broken when attaching a 30g 14 mm needle. Product was leaked. Syringe touched the patient, but there was no damage.

Event description:
Healthcare professional reports having a syringe of juvéderm volift with lidocaine where the luer lock was broken when attaching a 30g 14 mm needle. Product was leaked. Syringe touched the patient, but there was no damage.